Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chose for implant using a small flexnav delivery system. The valve was decided to be implanted in a failed 23mm trifecta valve during procedure, an under-expansion of the valve was noted at 80%. The valve was recaptured and redeployed a 1-2mm deeper, but under-expansion still present. The valve was removed and a post balloon aortic valvuloplasty (bav) was performed to ensure good expansion. A new 23mm navitor vison valve was chosen, loaded and implanted successfully. The patient was reported stable and discharged.

Manufacturer narrative:
An event of incomplete stent opening and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the incomplete stent opening could not be conclusively determined. Procedural factors (such as valve sizing and implantation within a previously failed trifecta surgical valve) may have contributed to the event; however, this cannot be confirmed. The reported off-label use was due to the implantation of the navitor valve within a surgical bioprosthesis. There is no indication of a product quality issue related to the device¿s design, manufacturing, or labeling. It should be noted that per the instruction for use, ¿pre-implantation precautions: the safety, effectiveness, and durability of a navitor¿/navitor titan¿ valve implanted within a surgical or transcatheter bio prosthesis have not been demonstrated.¿ codes removed: health effect- impact code: 4641 unexpected medical intervention. Codes removed: health effect- impact code: 4641 unexpected medical intervention.

Event description:
N/a.